Event description:
The patient has adaptive stimulation and it usually is at level 3.70 in the upright position. Last week the stimulation felt higher than usual and was uncomfortable. On friday the patient used his patient programmer (pp) to sync and his upright level was at 4.30 (initially said 4.7v then changed to 4.3v). The patient has never increased to that level and has never been on a setting that high in years since he had his ins and it seemed to high. The patient has not used his pp in about 7 months. On friday the patient decreased his stimulation and stood for 3 minutes. On saturday the patient was driving, on a road trip, sitting mostly and did not notice any issue. On sunday the patient noticed high stimulation in upright position, used pp and found he was at 4.70v. The patient decreased and 2 hours later it was high again and he decreased the stimulation. This happened 5 times on sunday. The patient was used to his legs going off but this was going off at a high intensity. An information request was made on the pp. The company representative met with the patient on (B)(6) 2014. The adaptive stimulation was increasing amplitude inappropriately in standing position. Lying down voltage was at 2.8v. Going from standing to lying was 3.8. Standing position was readjusted to 2.8v. The amp was checked from lying to standing position, worked fine from standing to lying it decreased appropriately. The limits were set accordingly and set at full range for amplitude. It was additionally reported on (B)(6) 2014 that the amplitude¿s have been changing unexpectedly when the patient was in an upright position. The amplitude seems to change and increase up to 4.7v though no positions are programmed to 4.7v. It was further reported that when the patient was stationary, sitting or lying down the upright mobile will ramp up to 4.7v. It was unknown if upright mobile has been programmed before in the past. When the patient checks his pp, it does stay upright mobile at 4.7v. The printed report on the amp trend indicated the max amplitude for group a1 and ¿a1¿ was 4.6v and 4.6v. Upright mobile has been deactivated. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It later reported that the impedances were good and no malfunctions were seen. The device was reprogrammed without "upr" and walking. The issue resolved.